Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a dislodged cable crimp from the control wrist cable, located at the distal end. The dislodged crimp is the likely cause of the imprecise instrument motion. Due to the dislodged crimp, the instrument is unable to straighten the wrist or articulate in the pitch direction. The instrument was found to have imprecise motion. For clarification, imprecise motion is likely caused by the dislodged crimp from the wrist control cable. The instrument was tested on the in-house system and imprecise motion was observed. The instrument exhibited imprecise motion in the pitch direction. Due to a dislodged crimp in the wrist control cable, the instrument wrist was unable to fully straighten or articulate in the pitch direction, contributing to the imprecise motion. The instrument passed tip detection and recognition tests. The instrument was found to have abrasions on the tube adapter near the distal tip. The complaint was confirmed by failure analysis. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, single port (sp) monopolar curved scissors instrument was reported that the instrument moved in a direction different from the operator¿s control due to malfunction on more than one occasion, and the movement deviated from what was shown on the navigation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv). The failure was not related to an inability to move the instrument at all. The movements were almost identical. However, sometimes the instrument moved differently than intended or its movement was restricted. The instrument did not move in the intended direction. The movement was sometimes restricted, even though it was within its normal range of motion, and it moved in a different direction than intended. The timing of instrument movement was appropriate. There were no shakiness and/or friction experienced/observed. There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The problem occurred continuously during the dissection. The action that was being taken and/or intended when the issue occurred was dissection. Backup instrument was used to resolve the reported issue. The drape that was used is not available for return. No injury to the patient. The device was inspected prior to use and no damage or anything out of the ordinary was observed. The time the issue occurred was shortly after starting, during initial use when the instrument was mounted and being operated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the single port (sp) monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.